Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation with the device. The patient underwent revision procedure wherein the ipg was relocated from the right abdomen to the right flank and the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as it was disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 7040039 / 7041641; product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(4), batch: 182597 / 182637.